Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped on (B)(6) 2016 and a new lead was implanted. Physician opted to replace lead during prophylactic generator change of the patient's ICD due to the fact that the patient is dependent. The patient was stable post procedure.